Event description:
The manufacturer received information alleging a ventilator was cycling too quickly. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. During evaluation, an issue related to the active exhalation control module was observed and water was observed on the flow sensor assembly. The device's active exhalation control module and flow sensor assembly were replaced to address the issue.